Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultra meter powered off without prompting a low battery warning. After the power issue began, the patient reportedly felt hypoglycemic and had a meal. After the battery was replaced, the patient tested at ¿124 mg/dl.¿ the patient reported also tested her blood glucose at ¿300 mg/dl¿ two hours after her meal that day. At the time of the call to lfs, she was doing well. According to the patient, she tested with the subject meter twice within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The battery indicator issue was not resolved with training. This complaint is being reported due to the alleged issues with inaccuracy and lack of battery indicator warning. In addition, the patient reportedly had hypoglycemia after the subject meter lost power.